Manufacturer narrative:
This MDR is being submitted beyond the required reporting timeframe due to delays associated with recent internal system changes. The delay was unintentional and has since been addressed through process and system updates to prevent recurrence.

Event description:
It was reported that a person using an ilet device experienced hyperglycemia while the infusion or related supplies were disconnected from the body; the support agent guided the person through a full supply change and planned a follow-up to check blood glucose. Symptoms included elevated blood glucose reaching 401 mg/dl. Outcomes included no reported hospitalization, injury, or alarms. Investigation included troubleshooting and user education conducted remotely. Investigation of this case revealed that the exact cause of the hyperglycemia was unclear, and no device alerts or malfunctions were reported. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.